Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
The customer reports that when inserting the first anchor to the meniscus, the needle mismatched from the gun and retained blocked into the meniscus. The surgeon made an incision to remove the needle. Another device from another manufacturer was used to make the meniscal suture.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-52876.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available associated medwatch: 1221934-2018-52876.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Additional information: the exp date was documented as unknown in the initial report and has been updated as 1/31/2021; therefore, UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the end of the device which attaches to the deployment gun was heavily deformed, and the silicone sleeve which houses the implants was torn. It is possible that when the device was inserted into the tissue, the user applied excessive force in an off axial direction. This can cause stress on the part of the needle that attaches to the deployment gun therefore causing it to deform. When this portion of the device is deformed it will not remain secured onto the deployment gun therefore is a potential root cause for the needle becoming detached during the procedure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.